Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (50 mcg/ml at 10.912 mcg/day) and bupivacaine (7.5 mg/ml at 1.6368 mg/day) via an implantable infusion pump. It was reported the patient had a motor stall occur on (B)(6) 2014 at 16:56 and a motor stall recovery occur on (B)(6) 2014 at 17:32. No symptoms were reported. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.